Event description:
It was reported that on wednesday 17th of july, in psmmc hospital during gastrectomy partial laparoscopy procedure, the surgeon utilized echelon. During the use of the echelon size 440 with simguard, black, and green reload for the gastrectomy partial laparoscopy procedure, the device became stuck on tissue three times. To troubleshoot this issue, the following steps were taken: 1. The surgeon attempted to use the reverse button, but it did not work. 2. The battery was changed, and the surgeon utilized the manual override for reversing the knife. The surgery was delayed but successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2024. D4: batch #a9d07x. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number a9d07x, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Additional event information obtained: using reinforcement with devices using seamguard previously. Started to use slr and had stapling issues and went back to using seamguard. When using seamguard the surgeon will usually use a larger cartridge. Device was jammed and had to manually open the device to get the device out. Unfortunately, stapler went a quarter of the fire and was jammed. Then there was a junk of staples and had to use the medtronic manual stapler instead to complete the procedure. Had to keep the patient for 3 extra days to ensure there was no leak or further issues. The patient had severe pain after the procedure. Additional event information requested and the following was received: patient bmi, or tissue incredibly thick? 52, female. First firing 2-3 from pylorus went smoothly and then on the 2nd firing 1/4 of the way. Crossing staple line on the second firing? No. - are there pictures/videos available for this complaint? No. - can you clarify the products available for return? Standard powered echelon. - did the patient experience any adverse consequences due to this issue? No. - if so, what adverse consequences does the patient have? No.